Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported an insulin occlusion while using a cd infusion set. The agent walked the patient through the fill tubing only process, and the patient confirmed seeing insulin drops. At the time of the call, the patient's blood glucose (bg) was 400 mg/dl. Fixing the insulin occlusion corrected the patient's bg. The agent advised the patient to monitor and, if bg did not decrease within 1¿2 hours, to call back for assistance with a full supply change. There were no symptoms reported during the event, and no medical intervention required at the time of call.